Manufacturer narrative:
On (B)(6) 2012, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2012, the device was placed with the patient. On (B)(6) 2012, the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastamoses or grafts)/organ. Infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding, and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. If dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound. Consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Foam dressing. Device labeling, available in print and online, states: always ensure that v.a.c. Foam dressings do not come in direct contact with vessels or organs. Use of a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of fine-meshed, non-adherent material, or bioengineered tissue may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure that they are secured in a manner as to maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels, which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
The following information was reported to kci by the home health nurse: on (B)(6) 2012, v.a.c. Therapy was initiated to the patient's sternal wound. On (B)(6) 2012, the nurse reported that during the removal of the dressing, the wound bed started to bleed. The nurse was unable to immediately stop the bleeding. Additional information received on (B)(6) 2012, the home health nurse reported that the patient went to the emergency room. The wound was cauterized with silver nitrate and hemostasis was achieved. On (B)(6) 2012, v.a.c. Therapy wa re-applied.